Manufacturer narrative:
On 11 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 19feb2016 and includes: "the surgery went well. The x-rays are not available". Additional information received on 23feb2016 and includes: "the surgery was initially performed for a suspicion of infection. Since they couldn't control this infection to reach the prosthesis, the precautionary principle is to re-open and rinse around the prosthesis. Its only once the patient is re-opened that the surgeon can validate or not the inner infection. In that case, the infection was not verified." Batch review received from (B)(4) on 04mar2016 for the following products: biolox delta ceramic ball head 12/14 ø 32 and delta ceramic liners, not marketed in the USA. (B)(4) commented as follows: "the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non conformities regarding sterilisation". Batch review performed on 09 march 2016. Lot 155528: (B)(4) items manufactured and released on 08 october 2015. Expiration date: 2020-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to suspicion of infection.